Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been 1 other events for the lot referenced. Not available.

Event description:
Company rep reported, during right knee surgery drill broke. Surgeon used fluted pin to finish procedure successfully.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon drill bit was reported. The event was confirmed. Visual inspection of the returned product shows that peg drill is fractured right in half. The broken drill tip was returned with the peg drill. Examination of the returned product with material analysis engineer indicated device fractured due to a torsional overload condition. No medical records or x-rays were made available for evaluation. Product history review indicated the products accepted into final stock from the reported lot were free from discrepancies there have been 2 other events for the lot referenced. The reported event was confirmed as per visual inspection of the returned product which shows that peg drill is fractured right in half. The broken drill tip was returned with the peg drill. Furthermore, the returned product was consulted with material analysis engineer who indicated that device fractured due to a torsional overload condition. No further investigation is required at this time.

Event description:
Company rep reported, during right knee surgery drill broke. Surgeon used fluted pin to finish procedure successfully.